Manufacturer narrative:
UDI# (B)(4). Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. The root cause of this event cannot be conclusively determined with the available information. However, the stenosis in this case were most likely impacted by the progression of the patient¿s underlying valvular disease pathology with structural valve deterioration. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 21mm 3300tfx aortic valve underwent a valve-in-valve procedure after implant duration of five (5) years, 11 months due to severe aortic stenosis and degeneration. The patient presented with symptomatic anemia, nstemi, and decompensated chf. The tavr was performed with a 23mm 9750tfx transcatheter valve. The patient was discharged home on pod # 4. Per received medical records, the patient decompensated on admission prior to tavr with episodes of nsvt, increasing dyspnea requiring intubation, new onset afib, ugi bleed, and hypotension requiring vasopressors. The patient was taken emergently for tavr.

Manufacturer narrative:
H10:  additional manufacturer narrative: added additional method coding to section h6.